Manufacturer narrative:
H6; code 100/400: blade failed saturation voltage test. Based on the inquiry info received, the visual and functional testing, it was found that the lcs blade failed the saturation voltage test. No conclusion could be reached as to what may have caused the blade to fail and no conclusion could be reached as to why the blade reportedly did not cut. The mfg site has been made aware of this inicident.

Event description:
During a laparoscopic assisted vaginal hysterectomy the lcs 16 instrument "won't cut." A new instrument was assembled to complete the case. There was no consequence to the pt. 2/14/97 rep responded the product code is lcs15.